Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and missing reservoir tube o-ring. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely broken off.

Event description:
The customer reported via phone call that the upper part of insulin pump and top of the screw where the insulin sits got weak, crack and came out and half of the circle was broken . The customer¿s blood glucose level was 235 mg/dl. The insulin pump will be returned for analysis.